Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing more pain at the back after the implant was placed. It was also noted that the patient was experiencing numbness and tingling at both legs. All device components were explanted and will not be returned. The patient was doing well postoperatively.